Event description:
Pt called alleging an erro2, error4, and error5 message on the meter. Error 2 message could be caused by either a used test strip or a problem with the meter. Error 4 indicates that there could be a problem with a test strip (if it was damaged or moved during testing). It could also mean that the pt may have a high glucose and have tested in an environment near a low end of the system's operating temperature range. Error 5 indicates that the meter has detected a problem with the test strip. Possible causes are test strip damage or an incompletely filled confirmation window. Pt was having an issue with the code #2 test strips and obtaining these error messages. Pt has not obrtained an error message using code # 1 or code # 10 test strips. The technique of applying blood on the test strip was proper and the test strips were in good condition. Customer service was unable to resolve the issue and sent pt replacement test strips.